Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, in the middle of the night, the patient received a reading of 50 mg/dl. Based on this value, the patient hda a cup of coffee with creamer, bread with peanut butter, eggs and fruits. When they noticed the reading was still low (between 50 and 70 mg/dl), the patient's child made the patient a milkshake and the patient had a second cup of coffee. The patient then started feeling weak, dizzy and was sweating and sleepy. Since they had been trying to increase the patient's bg from 1:00am-9:00am, they noticed something wasn't right so they went to the hospital around 9:30-10:00am when the cgm was showing 74 mg/dl. Upon arrival at the hospital, the cgm was 84 mg/dl and when a nurse checked the bg it was 529 mg/dl. They ran blood tests and the nurse inserted an IV. The patient was treated with insulin (lantus). After treatment, the patient's be went down to 418 mg/dl (after 30-40 minutes) and the patient was discharged. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the patient's sugar were checked and it was reported that the glucose value fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.